Event description:
Customer reportedly received results of 500 mg/dl and 80 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek xs system 2/laboratory results were obtained: 3.5 inr/2.59 inr, 5.0 inr/3.36 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.